Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
:" I also use the bd in 6mm, unfortunately I am no longer satisfied with the last delivery (quarter), I have the feeling that the quality has deteriorated sharply so that I will be prescribed novofine in the future, the defects are, needle blunt (greater effort when injecting) and break off too quickly - had to pull two needles out of the abdomen after setting which is not nice" they haven't broken off for me yet, but dull very often blunt needles seem to be a common problem with all pre-filled pens. The other problem, with availability, seems to exist only in germany.